Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "left side pain, stabbing sensation, shortness of breath- not device related, palpitation- not device related, dizziness- not device related, headache- not device related, joint pain- not device related, dry eye- not device related, dry mouth- not device related, hair loss- not device related, tiredness, and fatigue- not device related" and "patient informs that has been experiencing symptoms and the symptoms increased 100%, did not relate the symptoms to the prostheses, but became aware of the recall. " "breast inflammation¿, ¿palpable axillary lymph nodes¿, ¿capsular contracture¿, ¿lymphnode size augmentation¿, ¿episodes of fever¿, ¿prostheses have gone up¿, ¿hair is falling out in clumps" ¿¿radial folds¿. ¿infection on the breast¿. Patient also reported ""very unwell¿, ¿various symptoms¿, ¿it was all the ¿silicone prosthesis¿, ¿intramammary lymphnodes", ¿pain and hardening of breast¿, ¿presenting contracture¿, ¿bilateral radial folds¿, ¿infection on the breast¿, ¿palpable lymphnodes in the axilla¿ and ¿adjacent seroma¿ the device remains implanted

Manufacturer narrative:
The reported events of "capsular contracture", "seroma-late", "lymphadenopathy", and "infection (unknown onset)" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade unknown; "palpable axillary lymph nodes"; "infection on the breast"; "seroma" further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed, and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30026680 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implant for the period of jun 22 through may 24, were noted 2 outliers in jun 22 and jul 22. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the infection event, so, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective action taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Patient reported left side "pain", "stabbing sensation", "capsular contracture [baker grade unknown]", "prostheses have gone up", "breast inflammation", "episodes of fever", ¿palpable axillary lymph nodes¿, and ¿lymph node size augmentation¿. Healthcare professional reported capsular contracture baker grade IV, "pain and hardening of breasts", "radial folds and adjacent seroma", and "infection on the breast". Additionally, patient representative reported "patient was informed of the 2019 recall", "severe inflammation in the breasts", "[patient] needed hospitalization for pain control and treatment of infection", and "[presence of] altered lymph nodes reinforces the severity of the condition, suggesting a systemic inflammatory process". Patient also reported the following events, which are all not device-related: "shortness of breath", "palpitation", "tiredness", "fatigue", "joint pain", "headache", "dizziness", "dry eye", "dry mouth", and "hair loss". Device remains implanted.

Event description:
Patient reported left side "pain, stabbing sensation, shortness of breath- not device related, palpitation-not device related, dizziness-not device related, headache-not device related, joint pain-not device related, dry eye-not device related, dry mouth-not device related, hair loss-not device related, tiredness, and fatigue-not device related." Patient informs that has been experiencing symptoms and the symptoms increased 100%, did not relate the symptoms to the prostheses, but became aware of the recall," "breast inflammation,¿ ¿palpable axillary lymph nodes,¿ ¿capsular contracture (did not say the degree),¿ ¿lymphnode size augmentation,¿ ¿episodes of fever,¿ ¿prostheses have gone up,¿ ¿hair is falling out in clumps," ¿radial folds,¿ ¿infection on the breast.¿ patient also reported "very unwell,¿ ¿various symptoms,¿ ¿it was all the ¿silicone prosthesis¿, ¿intramammary lymphnodes," ¿pain and hardening of breast,¿ ¿presenting contracture,¿ ¿radial folds,¿ ¿infection on the breast,¿ ¿palpable lymphnodes in the axilla.¿ the device remains implanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, device appears to trigger rejection, malposition of device, skin inflammation/irritation, fever, lymphadenopathy, swollen lymph nodes/glands, pain, recall, hair falling out a lot, dizziness, headache, material invagination, infection-unknown onset.

Event description:
Patient also reported "very unwell,¿ ¿various symptoms,¿ ¿it was all the ¿silicone prosthesis¿, ¿intramammary lymphnodes," ¿pain and hardening of breast,¿ ¿presenting contracture,¿ ¿radial folds,¿ ¿infection on the breast,¿ ¿palpable lymphnodes in the axilla.¿ the device remains implanted.